Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported the piece of charger was broken. The connector pin was broken. The patient shut her therapy off last night to preserve the battery as she could not charge her implantable neurostimulator (ins) and the patient had a sudden pain the day of the report. The patient noted the ins had only charged complete one time since implant, the patient charged 2-3 hours on an empty battery. The indication for use was spinal pain. If additional information is reported, a follow-up report will be sent.